Event description:
Surgeon was utilizing the covidien bovie pencil. While pressing the bovie hand piece activator button, the coag was not continuous. The device shut off on its own while button was being held in.